Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine and hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that she refilled the patient¿s pump, but the next refill date displayed on the patient's ptm (personal therapy manager) did not update. The agent had the hcp go back into the refill and adjust workflow, adjust a myptm setting, update the pump and then resync the ptm which resolved the issue. The agent then had the hcp go back and correct the settings for the myptm and update again. During the call, the hcp stated that the patient had also had a lag for a few minutes, and it got stuck at 90%. Additional information was received from the patient needing assistance locating the refill date in myptm. Agent assisted and reviewed information. Patient mentioned it takes a long time to connect to the pump. Agent reviewed steps outline in tdd myptm connection lag (sr) ka. Issue resolved.